Event description:
This companion 2 driver was not supporting a pt. The customer reported that the companion 2 driver did not pass the initial system check. This alleged failure mode poses a low risk to a pt because the issue was observed during initial system check and the driver was not supporting a pt. The companion 2 driver was returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.